Event description:
My son, (B)(6), dob (B)(6) 2011, wears a dexcom continual glucose monitor g5/g4 platinum. Upon insertion of new sensor into left lower back/upper buttocks area (an FDA approved site), he experienced severe pain/discomfort and immediate bleeding up into sensor base. After an hour of the required two hour sensor warmup, we received an alert from dexcom receiver stating the sensor had failed. We removed sensor and discovered the wire sensor was no longer attached to the plastic sensor piece. My son's back was inflamed, he was extremely uncomfortable. We contacted dexcom immediately. They took details of the issue, however, do not feel the wire had disconnected. They did not recommend immediate medical care, I was told to contact his pediatrician for instructions in the next few days. The following day I contacted his endocrinologist, who recommended I f/u in the emergency room. (B)(6) was seen in the ER at (B)(6) on (B)(6) 2017, who did an xray and determined the wire was lodged in his back. They did not want to remove the wire due to its delicacy - they referred us to (B)(6). We had a surgical consult with dr. (B)(6) at (B)(6) on (B)(6) 2017, who recommended removal of the sensor and placed him on the urgent list for surgery in the next few days. We are now waiting for a call to schedule from the referral coordinator.